Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address painful left total knee. Because there was nothing found that could be the source of pain and swelling, the surgeon decided to revise the tibia. The tibia was found to be very well fixed and was difficult to remove. Doi: (B)(6) 2014; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.